Manufacturer narrative:
H10: no lot numbers were provided. Therefore, lot history reviews were not performed. Of the 3 reported malfunctions, 0 devices were returned for evaluation. 1 malfunction is inconclusive for all of the failures, as no device or medical records were provided. Medical records were provided for 2 of the malfunctions. 1 device is confirmed for all three failures. The other device is confirmed for perforation and detachment, but is inconclusive for tilt. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf048f filter experienced malposition of device, detachment of device or device component, and a patient device interaction problem. These reports were received from various sources. All three events involved a patient with no patient consequences. The patient¿s ages ranged from 44-63 years of age. Of the reported patients, one patient was female, one patient was male, and the other gender was not provided. Of the reported patients, one patient weighed 217 lbs, and the other patients' genders were not provided.

Manufacturer narrative:
H10: no lot numbers were provided. Therefore, lot history reviews were not performed. Of the 3 reported malfunctions, 0 devices were returned for evaluation. 1 malfunction is inconclusive for all of the failures, as no device or medical records were provided. Medical records were provided for 2 of the malfunctions. 1 device is confirmed for all three failures. The other device is confirmed for perforation and detachment, but is inconclusive for tilt. The devices were labeled for single use. H10: g4 h11: d4, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf048f filter experienced malposition of device, detachment of device or device component, and a patient device interaction problem. These reports were received from various sources. All three events involved a patient with no patient consequences. Age for one of the patients was not provided. The other two patient¿s ages ranged from 44-63 years of age and weight was not provided for any of the patients. Of the reported patients, one patient was female, and the other genders were not provided.

Manufacturer narrative:
H10: the lot number for the one reported malfunctions was provided, therefore the lot history reviews was performed. The devices for 3 malfunctions were not returned for evaluation, however, medical records were provided and reviewed. One malfunction was reassessed and determined to have experienced migration and the investigation is inconclusive for migration but confirmed for perforation, limb detachment and tilt. Perforation, limb detachment and tilt are confirmed for one malfunction. The investigation for the remaining malfunction is confirmed for perforation and detachment, but is inconclusive for tilt. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf048f filter experienced malposition of device, detachment of device or device component, and a patient device interaction problem. These reports were received from various sources. All three events involved a patient with no patient consequences. The patient¿s ages ranged from 44-63 years of age. Of the reported patients, one patient was female, one patient was male, and the other gender was not provided. Of the reported patients, one patient weighed 217 lbs, and the other patients' weighed were not provided.

Manufacturer narrative:
The lot number for the device was not provided for two of the three reported events; therefore, a manufacturing review could not be performed. One of the three events provided a lot number and a manufacturing review will be performed. The devices have not been returned for evaluation; therefore, the investigation is inconclusive for malposition of device, detachment of device or device component, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model rf048f filter experienced malposition of device, detachment of device or device component, and a patient device interaction problem. These reports were received from various sources. All three events involved a patient with no patient consequences. Age for one of the patients was not provided. The other two patient¿s ages ranged from (B)(6) and weight was not provided for any of the patients. Of the reported patients, one patient was female, and the other genders were not provided.